Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: investigation revealed that the battery compartment was cracked and there was visible moisture in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was opened and no further moisture was found.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016. Correction to serial #.